Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she experienced elevated blood glucose due to the infusion sets in the middle of (B)(6) 2011. This occurred at her work place. Pt felt not enough insulin was delivered to her body, and she experienced nausea, dry mouth, and headaches as a result. Blood glucose elevated to 20-28 mmol/l (360-504 mg/dl). Pt's blood glucose has since stabilized. Infusion sets were requested for evaluation. The pt did not require treatment from a healthcare professional or second party to address the issue. Additional details were not provided.